Event description:
It was reported that a homechoice cassette leaked because the care giver felt fluid when they inserted the cassette into the homechoice device. The home patient was connected at the time of the reported event. The care giver thought that the fluid was coming from inside the device because when they put the cassette into the device, they felt fluid. The technical service representative explained how the cassette works and the pathway of the fluid. The technical service representative advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.